Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the flanks using a cooladvantage coolcurve plus. The patient was treated on (B)(6) 2019 with coolsculpting to the bra roll/back fat area using a cooladvantage coolcurve applicator. About 4-5 months following the first treatment, the treated areas developed firmness and visible enlargement. On (B)(6) 2021, the patient was assessed by a physician who diagnosed the waist and bra roll/back fat area with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the flanks using a cooladvantage coolcurve plus. The patient was treated on (B)(6) 2019 with coolsculpting to the bra roll/back fat area using a cooladvantage coolcurve applicator. About 4-5 months following the first treatment, the treated areas developed firmness and visible enlargement. On (B)(6) 2021, the patient was assessed by a physician who diagnosed the waist and bra roll/back fat area with paradoxical hyperplasia (ph).